Event description:
It was reported that the product was explanted due to a distal shunt infection.

Manufacturer narrative:
The device was not available for return. Therefore, an evaluation of the device was not possible. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.